Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented with a large post infarct vsd (pivsd) in serious condition. The patient was not a surgical candidate, and the only option was to attempt percutaneous closure of the pivsd. The defect was too large for the congenital vsd devices or the post infarct vsd devices; therefore the only option was to attempt closure with a large amplatzer septal occluder (aso). The physician elected to attempt closure with a 30 mm aso (lot# 4497035, sn (B)(4)) using a 12fr torqvue (lot# 5401564). The aso prolapsed on multiple attempts, and was determined to be too small. The 30 mm aso was never released from the cable. Next, the user elected to attempt closure with a 36 mm aso (lot# 4487588, sn (B)(4)). As the larger aso continued to prolapse, it was never released from the cable. The user then elected to make one last attempt with a 38 mm aso (lot# 5403481). On this final attempt, the 38 mm aso was successfully positioned and was released from the cable. The night following the procedure, the patient died from cardiogenic shock secondary to failure to recover from the prolonged procedure. Per report, the user did not anticipate that the very ill patient would survive without closure of the pivsd and as the patient was not a surgical candidate; the user should attempt percutaneous closure with an amplatzer implant. Per report, the death was not thought to be due to any of the attempted devices.